Event description:
English translation [by (B)(6)]: I underwent spinal surgery in the l5/s1 region on (B)(6) 2019, during which an implant made by spinal kinetics m6 was implanted. Since then, I have not been complaint-free. Pain in the lower regions [(B)(6): not further specified] and pain and numbness in the left leg. During repeated visits to the nc [(B)(6): maybe: neurosurgeon] it was stated that there is no need to intervene. I now visited a different physician who ordered another mrt. This confirmed a pinched nerve in the prosthesis region and foot extensor paresis. I am not able to live a normal live without strong pain medication. The product does not have a ce label, and edi and UDI numbers are absent from the implantation certificate. FDA safety report ID# (B)(4).